Event description:
It was reported that one of the screws that hold the collimator in place was missing. No injury was reported. The concern is for serious injury.

Manufacturer narrative:
The ge field engineer replaced the screw and the product is now back in full service. Proper preventive maintenance procedures indicate that the field engineer should review all mounting screws on a periodic basis. There was no pt involved.